Event description:
After placing a wrench in the a-port during the implantation procedure, it was reported that there were difficulties removing the wrench and the shaft on the wrench broke upon removal. This pacemaker was not implanted.

Manufacturer narrative:
Pacemaker was not implanted. It was reported that the wrench shaft broke off upon removal during the implantation procedure. The analysis from the manufacturer is pending.